Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. In this case, it is likely that the partial inflation and movement contributed to the reported dislodgement. It should be noted that the promus IFU states, "do not prepare or pre-inflate the delivery system prior to stent deployment other than as directed. Do not induce negative pressure on the delivery system prior to placing the stent across the lesion. This may cause dislodgement of the stent from the balloon." There is no indication of a product quality issue. In this case, it appears that the reported stent dislodgement is related to the circumstance of the procedure.

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent remains in patient. Device issue: stent dislodgement. It was reported that the procedure was to treat an 80% stenosis in a previously deployed bare metal stent. After deploying a 2.75 x 28 mm promus stent in the distal ramus intermediate, the 3.0 x 15 mm promus stent was being placed proximal to the first stent. During placement, the stent became dislodged and was left in the distal left main. It was stated by the physician that this was operator error. The tech that was handling the stent, inflated the balloon and began to pull it out causing the stent to come off the balloon. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.